Event description:
Procedure: lap chole. According to the reporter, the patient had surgery in 2007, left the hospital and returned two days later with leakage in the area of the lap chole. A second open procedure was performed to hand sew the area. The surgeon stated that the clip has slipped off the vessel.

Manufacturer narrative:
Initial report sent to FDA on 08/23/2007.